Manufacturer narrative:
(B)(4). Analysis of the pump identified low battery reset. The cause was undetermined. Per pump telemetry the pump was delivering morphine 25 mg/ml; 0.154 mg/day. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as malignant pain and cancer pain. The pump was explanted on (B)(6) 2015 and was returned to the manufacturer.